Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's tip was broken. The issue occurred during a therapeutic procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, and the condition of the subject device, it is believed that the reported failure was the result of improper handling and an application of excessive force. An impact or fall of the eyepiece could lead to damaged interior components, causing something to become stuck in the eyepiece window. Olympus will continue to monitor the field performance of this device.